Event description:
The customer reported that the system wound shut down on its own. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt o.r. Staff injury was reported.